Manufacturer narrative:
Suture abrasion may result from trauma to the leaflet because of excess suture tail. This may result in a perforation, damage to the leaflet, which may require its removal. In this case the valve was explanted after an implant duration of 3 years, 6 months due to leaflet perforation.  The device was not returned to edwards for evaluation as it was discarded per hospital pathology. Based on the available information the root cause of this event was likely due to patient related and procedural factors at the initial implant.   The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case it was reported via implant patient registry that a 25 mm aortic valve was explanted and replaced with another 25 mm valve after an implant duration of 3 years, 6 months due to leaflet perforation secondary to cor-knots trauma and moderate-to-severe eccentric regurgitation. Per medical records the patient presented with cad and underwent redo-avr + CABG x 2. The valve was found in an intra-annular configuration; leaflet perforations in the non-coronary and right coronary leaflets were noted at the site of cor-knots, which were pointed towards the centerline. The replacement valve was placed in a supra-annular configuration; cor-knots were used and were ensured to be pointed away from the leaflets; the fasteners were not in the vicinity of the leaflets. The tee revealed that the biventricular function was normal and the aortic valve opened and closed with trivial central regurgitation. The patient tolerated the procedure well and was then transported back to the thoracic intensive care unit in stable, but critical condition. Patient was discharged home on pod #6.

Manufacturer narrative:
Reference CAPA-20-00141.